Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 23 unopened racepacks and 1 opened. Analysis and results: there are no previous complaints of the same reference-batch (B)(4) units were manufactured and distributed of this code batch, there are no units in stock. Received 23 closed and 1 open samples,the open sample received was checked and it was noticed that the tip of the needle is bent and there are no marks of tweezers or a needle-holder. The needles of the closed samples received were tested for bending strength and the results are into the current range for these needles. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Taking into account that no other customer complaints have been received concerning this issue for this code-batch, it is considered that the needle involved in the open sample received is an isolated unit, but the whole batch is correct. As instructed for use: "care should be taken to avoid damaging the needle when using the suture material. Always grasp the needle in a section 1/3 to 1/2 of the distance from the fiber attachment end to the needle point, never at the end where the fiber is attached or the needle point". Final conclusion: complaint is not justified. Note is taken of this incidence in order to assess if new or additional actions are needed. Actions on product: based on the conclusion derived from investigation, it is not required to take an action on distributed product. A credit note for one box of product as a quality courtesy will be issued. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. This complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: united kingdom the needle was bent when the packaging was opened. A second packet was opened and the needle was bent.